Event description:
A nurse reported during an anterior vitrectomy, the vitrectomy connector was difficult to connect to the unit. The pneumatic connector was forced onto the console and the case was completed. During f/u, the nurse reported the anterior vitrectomy was being done secondary to a posterior capsular tear. The nurse stated the pc tear was secondary to a case complication.

Manufacturer narrative:
A company service rep examined the system. Preventive maintenance was performed. The cpc connector was replaced as a preventative measure. The system was then tested and met all product specifications. (B)(4).